Event description:
The ICD involved in this MDR report was implanted on (B) (6) 2010. Upon interrogation, the ICD embedded software upgrade was performed - as specified. After the software upgrade, the battery voltage value disappeared from the overview screen. Re-interrogation of the ICD was successful, and the battery voltage value reappeared; however, it was not printed in the report.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.